Event description:
Filling difficulties were reported along with a 'possible pocket fill." Healthcare provider (hcp) then confirmed needle placement with x-ray and reprogrammed to minimum rate. Patient had experienced symptoms/injuries at the time. Drug delivered via the device was infumorph. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that the patient was doing well and tolerating the pain pump well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).